Manufacturer narrative:
Investigation summary: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: cannot duplicate with retains. Source: email.

Event description:
Reported 1 possible false positive sars results for one patient tested as part of a correlation study. The patient was tested after 1 week of onset of symptoms. The customer communicated the result was negative by alternate testing method (method not provided). The patient quarantined based on exposure. The customer cannot determine which test is erroneous.